Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this patient has experienced syncopal events. The patient is a poor historian, so it is difficult to match up the times of the events. However, the syncope is thought to be due to the auto capture test. It was noted that when the test runs, it keeps going down to 1.1 volts (v). It was confirmed that at 10:49 am that day, loss of capture at 1.0 v was observed by the autocapture test. At the time of the report, the field representative was going to program threshold to 3v. Additional information indicated that the autocapture feature was programmed off. No additional adverse patient effects were reported.